Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 523028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, chronic cervicitis, squamous cell metaplasia, uterine leiomyoma, fibrosis and cystoscopy. Concomitant products included alprazolam (xanax), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient was found to have weight increased ("extensive weight gain") and experienced abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), menorrhagia ("heavy periods"), anaemia ("anemia") with fatigue, constipation ("constipation"), irritable bowel syndrome ("ibs") and gastric disorder ("stomach problems") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, weight increased, polyp, menorrhagia, anaemia, constipation, irritable bowel syndrome and gastric disorder had not resolved and the abdominal distension and uterine leiomyoma had resolved. The reporter considered abdominal distension, anaemia, constipation, gastric disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, polyp, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 and (B)(6) 2007. Right tube= 2 coils, left tube=4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result :bilateral essure micro-inserts in position. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-jul-2020: pif received : fu 5 and 6 process together. Reporter information added, insertion date was updated, removal date added. On 1-jul-2020: mr received : fu 5 and 6 process together , reporter information, history , lab data, lot number was added, concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060622) on 11-apr-2016. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 523028-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, chronic cervicitis, squamous cell metaplasia, uterine leiomyoma, fibrosis and cystoscopy. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient was found to have weight increased ("extensive weight gain") and experienced abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), menorrhagia ("heavy periods"), anaemia ("anemia") with fatigue, constipation ("constipation"), irritable bowel syndrome ("ibs") and gastric disorder ("stomach problems") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, weight increased, polyp, menorrhagia, anaemia, constipation, irritable bowel syndrome and gastric disorder had not resolved and the abdominal distension and uterine leiomyoma had resolved. The reporter considered abdominal distension, anaemia, constipation, gastric disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, polyp, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 and (B)(6) 2007. Right tube= 2 coils, left tube=4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result :bilateral essure micro-inserts in position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060622) on 11-apr-2016. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 523028-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, chronic cervicitis, squamous cell metaplasia, uterine leiomyoma, fibrosis and cystoscopy. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient was found to have weight increased ("extensive weight gain") and experienced abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polyp ("polyp"), menorrhagia ("heavy periods"), anaemia ("anemia") with fatigue, constipation ("constipation"), irritable bowel syndrome ("ibs") and gastric disorder ("stomach problems") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, weight increased, polyp, menorrhagia, anaemia, constipation, irritable bowel syndrome and gastric disorder had not resolved and the abdominal distension and uterine leiomyoma had resolved. The reporter considered abdominal distension, anaemia, constipation, gastric disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, polyp, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 and (B)(6) 2007. Right tube= 2 coils. Left tube=4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result :bilateral essure micro-inserts in position. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-jul-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.